Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good condition. Then, during the second visual inspection, reddish material was observed inside the pebax. The pebax was observed damaged. A magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified damage on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. It was initially reported by the customer that there were visualizations with the thermocool® smart touch® sf bi-directional navigation catheter. The issue occurred only during ablation. The catheter wsa changed for another one to complete the procedure. There were no patient consequences reported. The customer¿s reported issue of visualization issues is not MDR reportable since the device is not visualized by the carto system. The user will have to replace the catheter in order to complete the case. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On 6/18/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified no visual damage or anomalies. On (B)(6) 2019, during a second visual investigation damage was found in the pebax. This finding was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2019 and has reassessed this complaint as reportable.